Manufacturer narrative:
The report received from the affiliate indicated that there was crossing failure with the smart control stent. The device was returned without the stent; it had been deployed. Additional information has been requested; however, no further information has been obtained regarding the deployment of the stent. The product stored, handled, inspected and prepped according to the instructions for use. There is no information available regarding the target site or lesion characteristics. One non-sterile smart 7fr (120cm) stent 12x40mm was received coiled inside a plastic bag. Unit was deployed. Stent and locking pin were not received. Blood residues were found at distal tip. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. The unit was introduced through 7f cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to cross could not be confirmed with analysis of the returned device; no anomalies were found with functional and dimensional analysis. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence and are most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The cause and timing of the deployment of the stent, which was not received, could not be determined; however, based on the fact that the locking pin was not received and there was no report of deployment difficulties or unintended deployment, it is possible that it was deployed post procedural use. Neither the DHR review nor the analysis suggests that the reported failure to cross or the condition of the returned device is related to the manufacturing process. Therefore no corrective actions will be taken.

Event description:
The report received from the affiliate indicated that there was crossing failure with the smart control stent. The product will be returned for analysis. The product stored, handled, inspected and prepped according to the instructions for use. Additional details were requested but are unknown. Upon receipt of the device, a non-sterile smart 7fr (120cm) stent 12x40mm was received and was deployed. Stent and locking pin were not received. Blood residues were found at distal tip. No other discrepancies were found. Additional details were requested but have not been forthcoming.

Manufacturer narrative:
One non-sterile smart 7fr (120cm) stent 12x40mm was received coiled inside a plastic bag. Unit was deployed. Stent and locking pin were not received. Blood residues were found at distal tip. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. The unit was introduced through 7f cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported "failure to cross" by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Additional information was received and will be submitted within 30 days upon receipt.